Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores on her back that were moist with itchy scabs. The patient's physician prescribed a salve and the patient indicated that it was not working. Follow up with the patient's husband indicated that the irritation may have improved. The final medical outcome is unknown.